Event description:
It was reported that the device was sent in for repair for an unknown issue. The device evaluation revealed error code 46876. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the main board will be replaced. Service history review identified the device has not been serviced in the past 12 months.